Event description:
It was reported to philips that the device therapy button is defective. There was no report of patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer the device therapy button is defective. As a result of the noted issue, it was determined that the therapy knob/switch assembly would need to be replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy switch/knob assembly. The therapy switch/knob assembly was ordered to return the device to working condition. The device remains at the customer site. There is no indication of systemic problem. No further investigation or action is warranted.